Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported a leak at the connector of the tubing set. No specific details were provided. No information was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of critical therapy. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. Documentation received from the international affiliate indicate that information on reprocessing of the device was unknown. This report represents all the information known by the reporter upon query by hospira personnel.